Event description:
The user facility reported the distal end of the shaft protruded from the device used in combination with the actual device. Follow up communication with the user facility confirmed the following: the customer tried to insert the actual device into the pancreatic duct; the distal end of the shaft protruded from the device used in combination with the actual device in the state of being deformed into a loop-like shape; the actual device was withdrawn and changed out to another device; a stent was placed in the lesion successfully; the procedure was completed; and there was no harm on the patient.

Manufacturer narrative:
Results: based on evaluation of user facility information & the returned sample; based upon evaluation of undamaged sections of the returned sample. Conclusion: based upon evaluation of user facility information & the returned sample; based upon evaluation of undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found a loop-like deformation at 30mm from the distal extremity of the shaft. The outer layer ptfe coating was noted to have been sheared off on the area approx. 110 -287mm from the distal end of the shaft. Magnifying inspection found that the urethane outer layer had been abraded and cracked. The peculiar gloss a normal glide wire has on the surface was found to have partially disappeared. Electron microscopic inspection revealed that some abrasions had occurred and the surface had partially become rough. Magnifying inspection around the shearing of the ptfe on apprx.110 - 287mm revealed that the shearing had been generated longitudinally from the proximal in the distal direction. The bending strength was evaluated and confirmed to meet the manufacturing specification and to be equivalent to that of the current product sample. The outside diameter was measured on the undamaged segment and confirmed to meet the manufacturing specifications and to be equivalent to that of the current product sample. The adhesive strength of the ptfe coating to the core wire was determined and verified to be equivalent to that of the current product sample. Simulation testing was conducted. A sample was inserted into a phantom vessel simulating the pancreatic duct with the one end closed. Further insertion of the sample was obstructed, resulting in the distal segment of the sample being subjected to a bending force. In this state, repetitive pushing and pulling manipulations were given to the sample. The sample got deformed in a curved shape. A sample was inserted in the phantom vessel and pinched with forceps to simulate a situation where the sample was trapped by an object and deformed into a loop-shape. In this state, repetitive pushing and pulling manipulations were given to the sample. The sample got deformed in a curved shape. The test sample was let to have contact with a sharp tool on the ptfe coated segment by pushing the ptfe coated segment against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. The forceps elevator on the endoscope was raised while a guide wire is inserted in it. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample is most consistent with the actual coming in close contact with a sharp object and in this state was subjected to an abrading force which exceeded the coating's adhesive strength, also repetitive abrading force on the distal end of the shaft, resulting in the deformation in the loop shape. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).